Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located approximately 325 mm distal to the strain relief. Multiple hypotube kinks was also noted along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that the device was stuck and the shaft was separated. The 75% stenosed target lesion area was located in a moderately tortuous and mildly calcified superficial femoral artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During withdrawal, it was noted that the balloon device was stuck inside the guide liner, and the shaft separated. It was removed at the same time with the system. The prcoedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the device was stuck and the shaft was separated. The 75% stenosed target lesion area was located in a moderately tortuous and mildly calcified superficial femoral artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During withdrawal, it was noted that the balloon device was stuck inside the guide liner, and the shaft separated. The device was removed at the same time with the system. The procedure was completed with the same device. No patient complications were reported.